Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker iii as well as anxiety. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker iii as well as anxiety. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and deformation device. No other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.